Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-paddle leads upn: m365sc8216500 model: sc-8216-50 serial: (B)(6). Batch: 16473625 UDI: (B)(4). Product family: scs-lead fixation upn: m365sc43160 model: sc-4316 batch: 16744665 UDI: (B)(4).

Event description:
It was reported that the patient developed an infection at the pocket site. The physician confirmed that the infection was related to spinal cord battery replacement surgery. The patient was administered with antibiotics and underwent an implantable pulse generator (ipg) explant procedure. The explanted device components were not returned. Additional information was received that patient was having redness at the old battery site. It was noted that it was draining and the bacteria appearing tracking up to the lead. It was noticed that the cause of infection or bacteria was unknown. Patient was placed on antibiotics. The patient underwent a lead removal procedure and patient was doing well post operatively. The explanted device will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient developed an infection at the pocket site. The physician confirmed that the infection was related to spinal cord battery replacement surgery. The patient was administered with antibiotics and underwent an implantable pulse generator (ipg) explant procedure. The explanted device components were not returned.